Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created due to update on the investigation conclusion code.

Event description:
It was reported that the battery life of this pacemaker went from two years to elective replacement indicator (eri) in a span of five months. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this pacemaker went from two years to elective replacement indicator (eri) in a span of five months. The pacemaker was explanted. No additional adverse patient effects were reported.